Event description:
Intraoperative equipment, 7 malfunction of imed pump with epinephrine, pt. Received 250 cc bolus quickly. Sudden, severe hypertension, bp 310/140, ntg ivp and isoflurane decreased. Support of bp with neosynephrine.